Event description:
Analysis of the generator was completed on 09/25/2014. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that during generator replacement surgery, the generator pocket was opened and it was discovered that the patient's lead was a dual pin lead and the only available generator was a single pin generator. The patient's incision was closed and the surgery was aborted. The compatible generator was obtained and the patient was taken back to surgery later the same day.